Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/24/2015 with the following findings:a review of the black box showed evidence of call service 064 alarms. The pump powered on normally and successfully completed a rewind, load, and prime sequence with no alarms occurring. The pump was exercised for 24 hours with no alarms occurring. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the display screen was dim, fading, and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).